Event description:
Customer called in because she was having elevated blood glucose levels up to high and was going to the ER on the advice of her healthcare provider. In a follow-up call with the customer, it was confirmed that she did go to ER, received treatment there and the next day was feeling quite a bit better. While at the ER, the staff had disposed of pod so, no return is possible. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user the check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.